Manufacturer narrative:
Device evaluated by manufacturer? No - lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm12.6 implantable collamer lens, -6.0 diopter, in the patient's left eye (os) on (B)(6) 2011. The lens was reported as having a low vault and a refractive change overtime. The lens was planned to exchange for another lens. The patient's post-op best-corrected visual acuity was 20/16.

Manufacturer narrative:
Additional information received - the reporter indicated the lens was explanted on (B)(6) 2016. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/16. (B)(4).

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in a lens case/vial. A visual inspection was performed, observing no damage to the lens. Work order search: no similar complaints were reported for units within the same lot. This lens model is contraindicated due to the anterior chamber depth (acd) being lower than what was indicated for correct use in the dfu. Claim #: (B)(4).